Manufacturer narrative:
Device evaluated by MFR: a medtronic representative went to the site to test the system. Testing revealed that the issue could not be replicated. Found door closed switch and low volt power supply slightly out of adjustment. Adjusted position of gantry door close switch and adjusted low volt power to closer to 5.12 volts dc. Opened/closed door without issue, took 2d/3d test shots and returned un it back service. Also gave rt an in-service on how/when to perform gain calibrations. The system then passed the system checkout and was found to performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site's system was "stuck in stand alone mode." No further information given, unable to determine what troubleshooting the site had done. The site called and the system was rebooted without resolution. The site stated the pendant displays "hold m to calibrate motion." Technical services walked through twice with the site, the first time, the system went through all motions out, up, right, left, wags and gantry closed but still did not remove message to calibrate motion. Second attempt to calibrate motion did not move gantry at all. Technical services advised reboot and trying again to calibrate motion. There was no patient present.